Manufacturer narrative:
The sample is available for investigation. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported a leaking plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history could not be reviewed as no lot number was provided. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.